Event description:
Cataract surgery in 2004. Within 24 hours the pt complained of blurry vision and eye pain with swelling and discharge from eye. Two days later pt had vitrea tap with injection of intravitreal vancomycin. Fluid was cultured and grew out enterococcus faecalis. Pt had lost vision in eye.